Manufacturer narrative:
This is one event for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent was hospitalized for an unspecified event on or about (B)(6) 2012 after the use of the product. The plaintiff's attorney also alleged that the decedent experienced a sudden cardiac event on (B)(6) 2012 and subsequently expired.